Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. No further information has been reported.

Event description:
It was reported that patient underwent primary hip surgery on an unknown date. Patient had a hip fracture of the acetabulum during the procedure. Subsequently, the fracture did not heal and a revision procedure was performed on an unknown date due to the socket being loose. No further information has been reported.